Event description:
Arterial blood gas kits sims brand contain imperfect needles. The needles have bent tips and snagged edges, causing tearing of skin and significant increase in pain during needle stick.